Event description:
A malfunction alarm, identified as malf 12, was reported. There was no reported impact on the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and there was no recurrence of the malfunction code afterward. The customer continued to use the pump for insulin therapy.